Event description:
Information received from the field does not address the patient's clinical status but notes difficulty interrogating the device. An eri message was displayed. The device was functioning at the pi+100 but the magnet rate was 96-98 ppm. A message was also displayed that the summary data could not be read due to telemetry problems. The battery status did not indicate eri, and a second programmer could not inter- rogate the device. The patient recently had a fall.